Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2022, it was reported that the patient experienced hypoglycemia without any alarms from the dexcom device. The patient experienced loss of consciousness and the dexcom device didn´t alerted nor alarmed the patient for hypoglycemia. The patient´s spouse called an ambulance and the paramedics treated the patient with glucose. The patient recovered after the treatment. There were no specific bg values documented but the patient reported that she had low blood glucose values during the incident. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.